Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high and low blood glucose for the past two days. The customer's most recent glucose reading was 380 mg/d, and he has treated with the insulin pump. Troubleshooting was performed. Reviewed the programming and found that the daily totals were not correct. It was stated that the bolus was showing 2.6 units more than what was delivered. No further info was provided.